Event description:
During testing at the user facility, it was noted that the ground prong on the device ac power cord plug was broken. No tracking information was provided therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapy while the pump was in clinical use. Although requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the ground prong on the device ac power cord plug was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.